Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the patient's ipg became inoperable over time and was unable to communicate with external devices. As a result, the patient underwent surgical intervention to have their ipg replaced. Therapy has been restored.